Manufacturer narrative:
The thermogard console (sn (B)(6) was returned to the zoll san jose for further investigation and the tcmid:06 (ce post failure) error message could not be duplicated during the functional testing. The root cause for the tcmid:06 error message observed during the preventive maintenance performed at the customer site was found to be due to a defective danfoss module controller, as a result of normal wear and tear. The thermogard is a reusable device and was manufactured in february 2013 and is over 8 years old, exceeded its expected service life of 5 years. The console passed the functional testing with no error or fault. However, during further functional testing, the danfoss controller was observed degraded and leaking current, which caused the console to display the tcmid:06 error message intermittently. The danfoss controller needs to be replaced to remedy the fault. Also, noted that the system's battery had a low voltage. This issue could be related to the normal use of the device, and the battery needs to be replaced to address the issue. Upon visual inspection, observed a broken saline bag hook, worn-out white rollers, and a missing base plug. The probable cause could be due to the normal wear and tear or could be due to user mishandling. The saline bag hook, white rollers, and base plug need to be replaced to remedy the damage. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(6). Additional information h10. Correction h6, component code.

Manufacturer narrative:
Preventive maintenance for the console was performed at the customer's site and during testing, a tcmid:06 (ce post failure) error message was reported. The probable root cause could be due to a defective cooling engine as a result of wear and tear. The thermogard console is a reusable device and was manufactured in february 2013 and is more than 8 years old, well beyond its expected serviceable life of 5 years. No physical damage to the console was observed during visual inspection. The thermogard console failed the initial functional testing due to the tcmid:06 error message. The defective cooling engine needs to be replaced to address the fault. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(4).

Event description:
During preventive maintenance performed at the customer site on (B)(6) 2021, the thermogard console (sn (B)(4)) displayed tcmid:06 (ce post failure) error message during functional testing. No patient involvement.